Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip was inserted, and the leaflets were grasped. The clip was attempted to be deployed; however, after removing roughly half of the lock line, it became stuck. It was noted that the physician removed the gripper line prior to attempting to remove the lock line. Troubleshooting was performed, but the lock line was unable to be removed. Therefore, the physician decided to remove the clip and replaced it. The clip was successfully removed and two additional clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported inability to remove the lock line was due to an observed knot in the lock line; however, a cause for the knot cannot be determined. It should be noted that the mitraclip instructions for use instructs the user to remove the gripper line, which is performed after the removal of the lock line. As it was noted that the physician removed the gripper line prior to attempting to remove the lock line, this is considered user error; however, it is unlikely that the removal of the gripper line contributed to the issue of the lock line knot. There is no indication of a product issue with respect to manufacture, design or labeling.